Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink continu-flo solution sets were leaking below the drip chamber where the tubing attaches to the chamber. The leaks were identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One (1) sample was received for evaluation. Visual inspection revealed a twist in the joint of the tubing and the drip chamber. Pressure and clear passage underwater tests were performed which identified a leak in the joint tubing and drip chamber. The reported condition was verified. The cause of the condition was determined to be related to manufacturing. The second sample was not received; therefore, a device analysis could not be completed for that sample. Should additional relevant infomriton become available, a supplemental report will be submitted.